Event description:
It was reported that the patient had a fall, and as a result, their system was auto reducing. Upon further investigation system diagnostics recorded high impedances on the lead. Surgical intervention took place where the lead was explanted and replaced to address the issue, effective stimulation was restored,

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The reported event of high impedances was confirmed. As received, microscopic inspection and x-ray inspection of the returned lead found a kink on the outer tubing and several internal wires being broken.